Manufacturer narrative:
Device not returned

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed and insulin delivery was resumed. Customer's blood glucose was 250 mg/dl.